Manufacturer narrative:
Evaluation from invacare (B)(4) showed that we were unable to test due to only receiving the casters back. Should additional information become available, a supplemental record will be filed.

Event description:
Provider states: caster blocks and veers off.